Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during therapy on an acute myocardial infarction (ami) patient in the intensive care unit (ICU), the cardiosave intra-aortic balloon pump (iabp) generated a ¿maintenance required¿ alarm. The iabp was replaced with a cs300 to continue therapy. No patient injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed running test in the getinge office and was unable to duplicate the reported issue. However, it was observed that the positive pressure and the negative pressure of the scroll compressor was out of specification. To resolve the issue, the fse replaced the scroll compressor and performed running test without occurring any problem. The iabp was returned to the customer and released for clinical use.

Event description:
It was reported that during therapy on an acute myocardial infarction (ami) patient in the intensive care unit (ICU), the cardiosave intra-aortic balloon pump (iabp) generated a ¿maintenance required¿ alarm. The iabp was replaced with a cs300 to continue therapy. No patient injury or adverse event was reported.